Manufacturer narrative:
Section a1 - patient identifier: patient 1 (no sid), patient 2 (sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c calcium results generated by the alinity c processing module for two patients. The samples were repeated, and normal results were obtained. The following data was provided: approximate reference (normal) ranges: 8.4 to 10.2 mg/dl patient 1: (no sid provided) (B)(6) 2025 initial calcium result = 14.6 mg/dl; repeat result = 9.6 mg/dl. Patient 2: sid (B)(6). (B)(6) 2025 initial calcium result = 16.8 mg/dl; repeat result = 10.2 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Additional information for: section a1 - patient identifier: patient 3: (sid (B)(6), patient 4: (sid (B)(6). Section b5 - describe event or problem: this section was updated with additional information provided by the customer. The field service representative (fsr) reviewed the instrument log and observed an abnormal lamp signal at cuvette position 98. The customer removed the cuvette segment and found a washer that had fallen into cuvette 98. In addition, the fsr inspected the instrument and found an extra o-ring in the reagent syringe. The parts were removed, and no additional discrepant result issues have been reported since the service activity was completed. The cuvette segment and reagent syringe assembly were determined to be the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the cuvette segment and the reagent syringe assembly did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the likely cause parts was identified.

Event description:
The customer reported falsely elevated alinity c calcium results generated by the alinity c processing module for two patients. The samples were repeated, and normal results were obtained. The following data was provided: approximate reference (normal) ranges: 8.4 to 10.2 mg/dl. Patient 1: (no sid provided) on (B)(6) 2025, initial calcium result = 14.6 mg/dl; repeat result = 9.6 mg/dl. Patient 2: sid (B)(6): on (B)(6) 2025, initial calcium result = 16.8 mg/dl; repeat result = 10.2 mg/dl. There was no impact to patient management reported. Update: on (B)(6) 2025, the customer observed falsely elevated alinity c calcium results on two additional patients. The results were not released out of the lab. The customer repeated the samples and normal results were obtained. The following data were provided: patient 3: (sid (B)(6) on (B)(6) 2025 initial calcium result = 16.9 mg/dl; repeat result = 10.1 mg/dl. Patient 4: (sid (B)(6) on (B)(6) 2025 initial calcium result = 16.0 mg/dl; repeat result = 9.3 mg/dl. There was no impact to patient management reported.